Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery (plad). The 2.50x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation; however, the balloon ruptured at 12 atmospheres (atm) during the first inflation. Therefore, the balloon was removed from the anatomy. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.